Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department and was diagnosed with cardiogenic shock, after experiencing worsening shortness of breath, weakness, and progressive deterioration for about one week prior. The right ventricular lead had intermittent loss of capture, secondary to hyperkalemia and severe hypovolemia, and the patient was bradycardic. The patient was treated medically and with emergent dialysis. In the evening, the patient experienced hypotension, went asystole, recovered briefly after cardiopulmonary resuscitation, and then went asystole again. Additional efforts were made but there was no return of circulation, so efforts were terminated at the request of the family and the patient expired. The patient was a participant in the adapt response clinical study.